Manufacturer narrative:
The product has not been returned to the manufacturing site. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, found to have deposit/film on the posterior surface of the implant. This requires "scraping" the surface of the implant with the micromanipulator or with the irrigation and aspiration (I/a) handpiece. There was no patient harm. Additional information has been requested.